Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Also, pump received with moisture damage on the motor noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Event description:
Customer reported via phone call that the insulin pump had crack at the side of the battery compartment. The customer blood glucose level was 167 mg/dl. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.